Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was shooting clips forward out of the jaws rather than holding them or applying them to the vessel. This was evident with both devices and was demonstrated after the event. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.